Manufacturer narrative:
Follow-up #1 date of submission 10/26/2016 - device evaluation: in q3 2016 3 pumps were returned and investigated. There were zero instances of loss of prime found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 80 allegations of a malfunction, 57 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes "(B)(4)" malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-81 years of age and between 35 and 260 pounds. Of the reported patients, (B)(4) were male and (B)(4) were female.